Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 09-jan-2022, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve was at a depth of 2-3 millimeter (mm). During the final deployment, the valve dislodged into the ascending aorta. It was reported to be unknown whether the dislodgement was caused by the nosecone or patient anatomy. A second transcatheter bioprosthetic valve was deployed at a depth of 6mm. No additional adverse patient effects were reported.